Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This study case report was received from an investigator in (B)(6) on (B)(6) and refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(6). Additional information was received on (B)(4) 2008 which qualifies this case as an incident. Study description: (B)(6), essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(4). The patient's medical history included poor cooper iud intolerance, menstrual pain and 02 children. She denied current contraception. Her last menstrual period was on (B)(6) -2008 and her beta hcg was negative. On (B)(6) -2008 the patient had essure 305 (fallopian tube occlusion insert) implanted for permanent sterilization; benzodiazepine was used as premedication; and IV sedation was used during the procedure. Uterine distention was done. The condition of uterine cavity was normal and the patient did not have retroverted uterus. Physician had visualization of left and right ostiums; the procedure was started on left side. It was easy to introduce the catheter into the tubes (both). At the end of procedure she had 2 coils externally visible in the uterine cavity on the left side and on right side. The physician used 2 inserts. The procedure took 8 minutes and bilateral placement was successful. The patient complained of pain during placement, during passage through the cervix. Vasovagal syncope during the procedure was denied. The patient was very satisfied with the procedure and another procedure at the same time was not performed. On an unspecified date the patient experienced nickel intolerance and "malaise and not well-being" sensation. Clinical examination was strictly normal. On (B)(4) 2008 implants were withdrawn by laparoscopy following patient's request. No inflammatory aspect of the pelvis. Fallopian tubes were macroscopically normal. Withdrawal was performed without any difficulty. Additional information received on (B)(6) 2015: ptc (product technical complaint). Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2015 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed (B)(6) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female subject who was involved in an observational company-sponsored study (study number: (B)(4)). She had fallopian tube occlusion insert (essure) inserted and experienced nickel intolerance; the devices were removed by laparoscopy. The reported event is listed according to essure's reference safety information and was considered serious due to medical importance. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, limited information was provided; however given the reported event's nature causality with the suspect insert cannot be excluded. Due to the intervention reported, this case is regarded as incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.